Event description:
Patient sample run on the cell-dyn 1700 analyzer in 2005 gave a hemoglobin (hgb) result of 6.2 g/dl. The result was reported and was questioned by the physician. The patient returned on the next day and a new sample was obtained. The hgb result from this sample was 13.1 g/dl. There was no impact to patient management.